Event description:
Patient with watchman placed [redacted]. Patient undergoing tee today [redacted] and "middle part of device noted to have fluttering and flow suggesting the device is not endothelialized."